Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer called technical support for help, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.

Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Customer called technical support for help, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.